Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to sensing and capture issues. It was reported that the lead was explanted and replaced due to sensing and capture issues. No further information was available.